Manufacturer narrative:
Additional info: further information was provided and clarified that the patient was evaluated by a specialist and was informed that the lenses were not to blame for the symptoms the patient is experiencing and that her condition is being managed appropriately. The patient continues to experience visual halos, particularly under certain lighting conditions. The patient noted these symptoms remains bothersome, however, medial follow-up is in place and the patient is gradually adapting to the symptoms. No other information was provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a3a, a3b, a4, a5, a6: information asked/but not provided. Section d1: brand name: unknown, as the serial number was not provided. Section d2: common device name: unknown, as the serial number was not provided. Section d2: device product code: unknown, as the serial number was not provided. Section d4: model number: unknown, as the serial number was not provided. Section d4: catalog number: unknown, as the serial number was not provided. Section d4: serial number: unknown, as information was not provided. Section d4: expiration date: unknown, as the serial number was not provided. Section d4: UDI number: unknown, as the serial number was not provided. Section d6a: if implanted; give date: unknown/not provided. Only provided as (B)(6) 2025. Section d6b: if explanted; give date: not applicable, there is no indication the lens has been explanted. Section h4: device manufacture date: unknown, as the serial number was not provided. Device evaluation: the device was not returned at the manufacturing site; therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing record could not be reviewed since the serial number was not provided. Conclusion: the complaint product was not returned, and serial number is unknown, therefore, it is not possible to determine a malfunction and/or product quality deficiency. An attempt was made to obtain missing information; however, the consumer did not have information available at this time. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
A patient with bilateral intraocular lens (iol) implants is experiencing dry eyes, halos, and difficulty with the sun and wind. Patient uses restasis anti-inflammatory drops 0.05% and has burning sensation in the eyes. Patient applies advanced refresh omega-3 drops 3 times a day, applies a hot mask twice a day for 10 mins each time, and at bedtime, applies an ophthalmic ointment with vitamin a ocunox. The patient reported the next step is to use anti-reflective glasses. The patient indicated these problems did not exist prior to the surgery. The patient reported having a history of glaucoma that is treated and controlled and mentioned using methotraxate injections. No other information was provided. This report is to capture the adverse events in the second eye. The first eye has a puresee lens which is not marketed in the u.s.